Manufacturer narrative:
(B)(4). The system was programmed off and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks for what appeared to be t-wave oversensing. The first shock accelerated the rhythm to ventricular fibrillation (vf) with two subsequent shocks delivered. Inappropriate shocks had previously been delivered when the patient was putting items in a car. Technical services (ts) discussed potential changes in amplitude with postural changes. Ts discussed troubleshooting options related to posture changes. Additional information was received indicating no further troubleshooting was performed and the system was replaced with a transvenous system. No additional adverse patient effects were reported.